Event description:
Whilst removing the trident acetabular window trial from the patient, the thread of the window trail broke. Leaving the window trial insitu. The instrument had to be removed using alternate methods (levering the trial out using a bristow elevator). The device was removed and the procedure continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.